Manufacturer narrative:
The investigation into the patient's delivery issue and access site bleeding (hematoma) has been completed. No product was returned for evaluation. Based on the clinical review, the root cause of the access site bleeding was not determined. There was no clinical description that relates the cause with impella and no other impella related issues as per the case updates and the bleeding was resolved. Hence, the root cause is not determined and not enough information was submitted nor the product was returned to determine the root cause. The root cause of the delivery issue - anatomy was most likely due to the patient condition. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a (B)(6) female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The medical team had difficulty delivering an impella pump due to the patient's anatomy. Two days after implant, the patient was found to have a hematoma at the access site which was managed by the medical team.